Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, and h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure - the very distal end was broken - is due to stress damage, such as excessive physical force exerted on the device by another object. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end of the endobronchial ultrasound scope where the balloon attaches was broken off. The issue was found during set up for use for an unspecified procedure. There were no reports of patient harm.